Event description:
It was reported that the battery voltage was 2.78 v, but the battery voltage is now 2.65 v. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the battery voltage was 2.78 v, but the battery voltage is now 2.65 v. It was further reported that the in-office reading was 2.69 v, but review of device data showed a range of 2.93 to 2.95 v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the telemetered battery voltage was 2.75 v, while the daily battery voltage trend measurement was 2.95 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.